Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier number is (B)(6). Date of event: unknown. This report is for two (2) unknown 4.5mm cortex screws. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the user facility. 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to nonunion of a femoral fracture. The patient originally had an open reduction internal fixation (orif) procedure for the femur fracture on an unknown date. During the initial procedure one (1) 4.5mm variable angle (va) locking compression curved condylar plate, five (5) unknown 5.0mm va cannulated locking screws, two (2) unknown 4.5mm cortex screws, and four (4) 5.0mm va locking screws were implanted. Per the revision surgeon, the initial surgery was not done very well and patient had a poor reduction leading to the nonunion. During the revision, all originally implanted devices were removed intact. The fracture site was debrided and reduced. New implants were placed using the 4.5mm va condylar plating system. The patient¿s outcome was reported as ¿okay¿. The surgery was successfully completed with no surgical delay. This report is for two (2) unknown 4.5mm cortex screws. This report is 3 of 4 for (B)(4).